Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that before an unknown procedure, a plastic had been cracked before it was opened. The outer box had no damage. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2021 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection were conducted on the returned device. Visual analysis of the returned sample revealed that one psee60a device was returned inside its package unopened. Upon visual inspection, it was observed that the blister was broken. However, don't compromise the sterile. As part of our quality process, the manufacturing records of this lot was reviewed, and the manufacturing standards were met prior to the release of this lot. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.